Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-33, lot# v001616, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). Information was reported that the patient had shifting of leads because of a car accident. The leads were pulled out of the spine, and replaced with new leads. No further complications were reported. No additional patient symptoms were reported.